Event description:
It was additionally reported that the cultures identified were rare pseudomonas aeruginosa. It was a carbapenem resistant organism. The were discharged on (B)(6) 2024 on IV antibiotics to be administered by the patient's mother every 6 hours.

Manufacturer narrative:
A2 - patient age - correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with a multidrug resistant organism (mdro) driveline and pump infection. When the patient presented to the hospital they were in severe septic bacteremia. The patient was admitted for 6 months before the infection was suppressed. They were on around the clock intravenous (IV) antibiotics to maintain suppression.